Event description:
During follow-up, noise leading to oversensing and loss of cardiac pacing was observed. Noise could be reproduced with provocative manipulation of the device header. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.